Event description:
Device broke and would not deploy. Information requested/received via phone : are images (e.g., angiography, us etc.) Of the device and/or procedure available? No imaging/photos are available. Was the device flushed before the procedure, as per IFU? Yes were there any issues with flushing of the device? No details of the wire guide used (name, diameter, hydrophilic)? V14 boston wire what approach was used to access the target site? Contralateral (please specify for other; if contralateral, was the bifurcation angle steep? Yes what was the target location for the stent? Popliteal what artery was the stent placed in? Attempted placement in popliteal was the wire guide removed from the patient prior to advancing the delivery system? No did the stent delivery system cross the target location? Not initially; when they went back in with the device after the larger dilation attempt, they intended to place higher than the initially planned location was pre-dilation performed ahead of placement of the stent? Yes was the patient's anatomy difficult or altered? Significantly diseased; stenosed was resistance encountered when advancing the wire guide? Yes difficult to cross was resistance encountered when advancing the delivery system to the target location? Yes was resistance encountered when deploying the stent? A snap was heard and the device was not deployed. How did the physician deal with any resistance encountered? Site was dilated further, new devices were introduced was the stent fully deployed in the patient before removing the delivery system? No after deployment did the stent show signs of any of the following: na was post-dilation performed after the placement of the stent? Na did any portion of the device break off? No when did the device break? It is believed that crossing the bifurcation may have damaged the stent causing the device to break upon deployment.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 05-sep-2025.

Manufacturer narrative:
Device evaluation the device evaluation could not be completed as the device or photographic evidence of lot c2275363 of zisv6-35-125-6-140-ptx device was not returned for evaluation. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label the precautions section of the instructions for use (ifu0118), which accompanies this device instructs the user "a 0.035 inch (0.89mm) diameter wire guide should be used during tracking, deployment, and removal in order to ensure adequate support of the system" there is evidence to suggest that the customer did not follow the instructions for use in relation to the size of the wire guide used (ifu0118). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could be attributed to use error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. From the information provided it is known that a ¿v14 boston¿ wire guide was used. The complaint device was not returned and it is probable that by using the 0.014¿ wire guide would have meant insufficient support would have been provided to the device. This potentially would have caused a kink or kinks of the delivery system which in turn could have resulted in the resistance encountered when advancing the delivery system to the target location and deploying the stent and leading to the device/stent to break upon deployment. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required confirmation of complaint is confirmed based on customer and/or rep testimony. Corrective action/correction product manager notified to consider re-training at the facility. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The site was dilated further; new devices were introduced. Complaints of this nature will continue to be monitored for similar events.